Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or any imperfection or surface deterioration is observed, do not use. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that various complaints with the foley catheter trays different sizes. Issues were balloon deflation, and catheter disintegration.

Event description:
It was reported that various complaints with the foley catheter trays different sizes. Issues were balloon deflation and catheter disintegration.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.